Event description:
It was reported that the patient experienced infusion set patch did not stick to skin upon insertion led to hyperglycemia treated with correction injection via mdi event occurred on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.